Event description:
It was reported shortly after implant that there was some left ventricular (lv) pacing inhibition due to atrial sensing. Technical services discussed the possibility of lead movement and recommended programming changes. The lv lead remains in service and no adverse patient effects were reported.